Event description:
Bd held a meeting, 10/2004, with several hospitals on increased infection rates while utilizing needleless intravenous mechanical valve systems. During this meeting several hospitals provided bd with insight into their current use and practice using the posiflow device. At this time it was brought to co attention that increased infection rates have been associated with the use of needleless intravenous mechanical valve systems. Three sites provided information regarding possible association of increased bloodstream infections temporarily associated with replacement of septum valves by posiflow at their insitutions (in some cases posiflow was only one of a number of different mechanical valves being used). Based on the available data, co is in the process of preparing a health hazard analysis and co is gathering additional information to aid in the determination of the frequency of this observation with posiflow, conditions under which it may occur, and the root cause of this issue. Additional information will be provided as it becomes available.